Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were multiple episodes of tachycardia stored by the device, one of which was treated with anti-tachycardia pacing (atp). Analysis of the episode (during routine follow-up) showed supraventricular tachycardia (svt) was the likely cause of the atp. Subsequently, the device was reprogrammed. No adverse patient effects were reported.